Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes derived based on information provided by the user facility via written response to an e-mail from carefusion requesting additional information and information contained on the maude event report received from the FDA. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. In addition, the device event log was reviewed and no fetal errors were recorded. The carefusion field service representative calibrated the oxygen sensor and ran the device through a complete operating verification procedure (ovp) to ensure it meets all factory specifications. Upon completion the device was returned to the customer ready to be placed back into service. As the reported event could not be reproduced, carefusion considers this to be an isolated incident.

Event description:
The following description of the event was copied from a maude event report received by carefusion from the FDA on (B)(4) 2013. "Screen froze and ventilator stopped functioning correctly. Ventilator began alarming. Pt desaturated and had to ambu-bagged until ventilator was changed out with no adverse effects. Ventilator began working again after turning off/on." The following additional information concerning the event was copied from an e-mail received from the user facility on (B)(4) 2013 that was in response to an e-mail sent by carefusion seeking additional information. "Ventilator malfunctioned - screen froze and ventilator stopped functioning correctly. Ventilator began alarming. Ventilator began working again after turning off and on." "Patient was ambu-bagged until ventilator was changed out. There was no harm to the patient."